Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have repeated issues with air bubbles in the tubing and a small crack at the top of the reservoir. The customer's blood glucose reading was above 300 mg/dl at the time of incident. Troubleshooting advised the customer to deliver a fixed prime until no air bubbles are present. The customer indicated that they have a tubing clamp and troubleshooting was offered for the high blood glucose however, the call was dropped and no further troubleshooting was performed. Troubleshooting called customer back but received voice mail.